Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter was damaged. The following information was provided by the initial reporter: I am the supply chain specialists at xxx that made the complaint about the IV cath¿s being sluggish. Our staff are still having problems with IV cath after I keep ordering a new box for them. Response received on 18-may-2023. I do not think so, because I believe our staff did not use the any of the needles that were sluggish on their patients. They just separate the bad needles from the good needles.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter was damaged. The following information was provided by the initial reporter: I am the supply chain specialists at xxx that made the complaint about the IV cath¿s being sluggish. Our staff are still having problems with IV cath after I keep ordering a new box for them. Response received on 18-may-2023. I do not think so, because I believe our staff did not use the any of the needles that were sluggish on their patients. They just separate the bad needles from the good needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-may-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 22gx1.00in insyte autoguard device from lot number 2284590. A gross visual inspection of the returned unit shows that the unit was unsealed, and the needle has retracted in the barrel. The report stated the IV catheter and or needle was sluggish. Mulitple tests were performed in completing this investigation. Microscopic inspection found that the tip of the catheter and the tip of the needle had some damage. The catheter was either pushed inward at one point or missing a small piece at the tip. The needle tip was slightly blunted. The reported issue was confirmed for the needle being dull or blunt along with catheter tip damage. A damaged needle tip may occur during manufacturing due to a machine misalignment. It also is possible that for the damage to happen in the user environment. As the device was received opened, this could not be ruled out. The catheter tip damage may occur during the forming at the tipping station if the incorrect die or mandrel is set-up and installed. However, as the dullness defect, the returned it is also possible for the catheter to get damage during use. The unit was also testing for threading difficulty. Adequate lubrication was observed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2284590. D4: medical device expiration date: 30-sep-2025. H4: device manufacture date: 18-oct-2022.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter was damaged. The following information was provided by the initial reporter: I am the supply chain specialists at xxx that made the complaint about the IV cath¿s being sluggish. Our staff are still having problems with IV cath after I keep ordering a new box for them. Response received on 18-may-2023. I do not think so, because I believe our staff did not use the any of the needles that were sluggish on their patients. They just separate the bad needles from the good needles.